Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2021, the displayed estimated residual longevity was less than three months. Based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2021, the displayed estimated residual longevity was less than three months. Based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.

Manufacturer narrative:
The device was explanted on (B)(6) 2021 and returned for expertise. D3: (email address) and g1: (first name, last name, email address, telephone number) corrected.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2021, the displayed estimated residual longevity was less than three months. Based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, on (B)(6) 2021, the displayed estimated residual longevity was less than three months. Based on preliminary analysis and according to hrs guidelines, normal battery depletion occurred.